Manufacturer narrative:
During failure analysis, the complaint was confirmed; the device overheated. The slide lock and the recip shaft assembly were worn. The recip shaft assembly was identified as the primary cause of the failure. The device was repaired and returned to the customer.

Event description:
The stryker micro reciprocating saw was sent in for repair due to overheating at the blade mount during testing. No adverse event was associated with the device.